Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 4mm to occlude the vessel. The physician then noticed that the occlusion balloon deflated unexpectedly. The physician attempted several times to re-inflate the occlusion balloon with no success. The physician continued the procedure without distal protection. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.